Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report a product complaint concerned a (B)(6) female of unspecified origin. Medical history included diabetes for thirty years (1980). Concomitant medications included insulin glargine. The patient received insulin lispro (humalog), via a vial beginning 20 years ago (vial not available until 1996) and via a cartridge through a humapen memoir burgundy sample device two years ago (2008), per sliding scale, for the treatment of diabetes. On unspecified dates, the patient experienced trouble with her memory, used an expired cartridge and she could not see so well as she had trouble seeing in both of her eyes. The patient had eye surgery. Reportedly, that when she had her eye surgery since she could not see so well so she dosed by clicks. In (B)(6) 2009 her blood vessels were breaking and busting in both eyes from her diabetes and she could not see. The surgery took the blood out and now they are good. In (B)(6) 2009 they did one eye and the next month ((B)(6) 2009) they did the other eye (the patient could not remember which eye was first). Reportedly, the patient had so many health problems this past year (2009). Out of nine months she had been in the hospital three to four of them. In (B)(6) 2009 she went inpatient hospital for fasciitis on her neck and was out on (B)(6) 2010. She was in the hospital for 60 days and it was reported she was okay. The patient went into a hospital a couple of months later in (B)(6) 2010, for ketoacidosis, her sugar went high and low. It went around 450 (mg/dl) and down as low as 30 (mg/dl). Approximately in (B)(6) 2010 the patient went into a hospital for gallstones to have them removed. She was in the hospital around four days. During the first week of (B)(6) 2010, she was in the hospital because she was in ketoacidosis again with blood sugar of 450 (mg/dl) and the hospital did not know how to control her blood sugar. When her blood sugar was high they would give her too much insulin and then it would drop me way down. Her normal blood sugar was 70-219 (mg/dl) but she tried to keep it around 140 (mg/dl). While the patient was in the hospital the first week of (B)(6) 2010 she had two heart attacks. She had the first one and they sent her to another hospital for test and saw that she had two blocked arteries. A stent was put in but when it was placed they damaged the artery, tore it a little and that caused a blood clot. A couple of days later ((B)(6) 2010) then she had another heart attack from the blood clot and so a second stent was placed. The patient did have chest pains. Treatment measures and diagnostic tests performed during hospitalizations were not provided for any of the hospitalizations. On (B)(6) 2010 she complained that the humapen memoir displayed a flashing battery symbol ((B)(4)/ lot number 0705c01). The patient recovered from the fascitis on her neck. The outcomes for the other events were not provided. The insulin lispro continued. The operator and the operators training status were unknown. The general device duration of use and the duration of use of the device were two years. Use and return status was not provided. Edit (B)(4) 2010: upon internal review, added product complaint information for humapen memoir.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user stated that her memoir device was showing a flashing battery in the display. The device (lot 0705c01, manufactured may 2007) was returned. The investigation determined that the battery expired normally. The last dose recorded in the dose history occurred on (B)(6) 2010. Dose accuracy and glide force testing could not be performed due to the dead battery. No malfunction was identified. The memoir pen is designed to be used for 3 years. The memoir user manual provides that there is less than 3 weeks of battery life left when the battery symbol starts to flash and instructs the user to contact their healthcare professional if a prescription is necessary or go directly to a pharmacy for a new memoir pen. The pen can be used until the dead battery symbol shows in the display. There is evidence of improper use or storage that is relevant. The customer used expired insulin. In the patient information provided by lilly for humalog cartridges, patients are clearly instructed not to use humalog after the expiration date printed on the carton and label. Also, the user reported dosing her device by counting the clicks, which could result in an inaccurate insulin dose. Per the user manual, the humapen memoir is not recommended for the blind or visually impaired without the assistance of a sighted individual trained to use it.

Event description:
(B)(4). This spontaneous case reported by a consumer who contacted the company to report a product complaint concerned a (B)(6) female of unspecified origin. Medical history included diabetes for thirty years (1980). Concomitant medications included insulin glargine. The patient received insulin lispro (humalog), via a vial beginning 20 years ago (vial not available until 1996) and via a cartridge through a humapen memoir burgundy sample device two years ago (2008), per sliding scale, for the treatment of diabetes. On unspecified dates, the patient experienced trouble with her memory, used an expired cartridge and she could not see so well as she had trouble seeing in both of her eyes. The patient had eye surgery. Reportedly, that when she had her eye surgery since she could not see so well so she dosed by clicks. In (B)(6) 2009, her blood vessels were breaking and busting in both eyes from her diabetes and she could not see. The surgery took the blood out and now they are good. In (B)(6) 2009, they did one eye and the next month ((B)(6) 2009) they did the other eye (the patient could not remember which eye was first). Reportedly, the patient had so many health problems this past year (2009). Out of nine months she had been in the hospital three to four of them. In (B)(6) 2009, she went inpatient hospital for fasciitis on her neck and was out on (B)(6) 2010. She was in the hospital for 60 days and it was reported she was okay. The patient went into a hospital a couple of months later in (B)(6) 2010, for ketoacidosis, her sugar went high and low. It went around 450 (mg/dl) and down as low as 30 (mg/dl). Approximately in (B)(6) 2010, the patient went into a hospital for gallstones to have them removed. She was in the hospital around four days. During the first week of (B)(6) 2010, she was in the hospital because she was in ketoacidosis again with blood sugar of 450 (mg/dl) and the hospital did not know how to control her blood sugar. When her blood sugar was high they would give her too much insulin and then it would drop me way down. Her normal blood sugar was 70-219 (mg/dl) but she tried to keep it around 140 (mg/dl). While the patient was in the hospital the first week of (B)(6) 2010 she had two heart attacks. She had the first one and they sent her to another hospital for test and saw that she had two blocked arteries. A stent was put in but when it was placed they damaged the artery, tore it a little and that caused a blood clot. A couple of days later ((B)(6) 2010) then she had another heart attack from the blood clot and so a second stent was placed. The patient did have chest pains. Treatment measures and diagnostic tests performed during hospitalizations were not provided for any of the hospitalizations. On (B)(6) 2010, she complained that the humapen memoir displayed a flashing battery symbol ((B)(4)/ lot number 0705c01). The patient recovered from the fascitis on her neck. The outcomes for the other events were not provided. The insulin lispro continued. The operator and the operators training status were unknown. The general device duration of use and the duration of use of the device were two years. Use status was not provided. The device was returned on (B)(4) 2010, and found to have a dead battery display, and that the battery expired normally. No malfunction was identified. Edit (B)(4) 2010: upon internal review, added product complaint information for humapen memoir. Update 15-oct-2010: additional information received on 13-oct-2010 from the global product complaint database added the device specific safety summary; updated the malfunction to no; added the returned on date; and updated the narrative.